Manufacturer narrative:
(B)(4). On an unknown date one month prior to receipt of this report, the pd catheter was removed and the patient started in-center hemodialysis, which is ongoing. On an unknown date the same month, the patient recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date the patient was treated with intraperitoneal vancomycin, two doses (amount of dose not reported). Six days after onset, the patient began treatment with levofloxacin 500 mg, every forty-eight hours for seven doses (route not reported) for the event. Treatment with levofloxacin was ongoing. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.